Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported through report# mw5068183, that two 50 mm rods were implanted in the patient on (B)(6) 2014. Post-op, both the rods broke in less than three years of use causing the patient to need a repeat surgery. The rods were explanted on (B)(6) 2017.